Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Failure analysis investigations confirmed the customer-reported complaint. The primary failure of the instrument grips was found to be severely bent, which was related to the customer-reported complaint. The medium-large clip applier was found with one grip bent near the top of the clip groove, causing an offset at the tips. As a result, the clip could not be properly loaded on the grips. Severely bent grips are attributed to damage during either use or reprocessing, as severe misalignment of grip tips can be due to accidental drops, incorrect instrument tray or sink sizes for reprocessing, or overloading the tips. The complaint was confirmed based on failure analysis, which indicates that the device may have contribute to the customer reported issue. The root cause of severely bent grips is attributed to damage either during use or reprocessing, as severe misalignment of grip tips can be due to accidental drops, incorrect instrument tray or sink sizes for reprocessing, or overloading the tips.

Event description:
It was reported that prior to starting a da vinci-assisted cholecystectomy surgical procedure, the medium-large clip applier would not apply the clip. The procedure was completed with no reported injury.